Event description:
A doctor of the facility reported to baxter (B)(4) of a 1000ml pvc bag in which the customer observed a leak at an unknown location of the bag. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported condition of a 100ml pvc bag in which the customer observed a leak at an unknown location of the bag, was not confirmed during sample evaluation. One photograph was provided by the customer for photographic inspection of the reported bag. Photographic inspection couldn't confirm the reported condition. No root cause could be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the u.s. And does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.